Event description:
It was reported to philips that the mechanical part of the geo module failed, and the joystick was active at startup on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo module wp kit and restored the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).